Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The noise could be reproduced via provocative testing. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.